Manufacturer narrative:
10/23/1998- supplenental report sent to FDA. Additional data entered in d-9 (product return date). Device evaluation indicated and codes entered in h-3 and h6. Actual returned device was tested. No abnormalities were observed. The instrument was reset, reloaded, and test fired satisfactorily.

Event description:
The device was used during a total abdominal hysterectomy procedure. Reportedly, the staples did not form properly. The surgeon manually sutured to complete the procedure. The hospital has reported no pt injury occurred.